Event description:
It was reported the patient is experiencing soreness and tenderness at the ipg site while stimulation is on or off. It was also reported the patient has fallen several times. However, the patient has effective stimulation/coverage. The patient plans on undergoing surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.